Event description:
It was reported the patient experienced a loss of therapeutic effect and sensitivity at the implantable neurostimulator site. There was no known accident or incident related to this event. The stimulation stopped working a few months ago. Additional information received reported the physician had not seen the patient since (B)(6) 2011. The lead was removed on (B)(6) 2011. The impedance check was normal. An x-ray was performed on (B)(6) 2011 and proved leads to be in a good place. There was no hospitalization and the patient outcome was no injury.

Manufacturer narrative:
Product ID 748951, serial# (B)(4), implanted: 2004-(B)(6), product typ extension product ID 3987a, lot# n207438, implanted: 2010-(B)(6), product typ lead product ID 3987a, lot# lc3075, implanted: 2004-(B)(6), product typ lead. (B)(4).